Event description:
A false negative diagnostic tissue result was reported out of a clinical laboratory to a pt's physician for helicobacter pylori. This diagnostic test was run on a ventana benchmark xt automated slide staining instrument. This false negative result being reported out caused a delay in therapy for the affected pt. The original result was not noted as erroneous. An issue with instrument performance discovered at a later date resulted in a decision to retest this tissue sample and the result was positive for the same pt tissue upon retest. The cause of the original false negative result was identified as mechanical, including a cracked vortex air mixer and a defective reaction buffer valve in the benchmark xt instrument. Without these components functioning as intended, exposure of tissue mounted on slides to protocol-specific reagents may not be consistent.

Manufacturer narrative:
Upon discovery by the instrument user that this device was not staining consistently, ventana service personnel were called in to diagnose and conduct repairs. The instrument was repaired and returned to service on (B)(4) 2011. The failed parts have not been received for evaluation as of the data of this report. This particular customer does not have a current service contract for the instrument with ventana medical systems, inc. It was also determined by the user that a pt biopsy tissue stained previously on this instrument produced a false negative indication for the helicobacter pylori diagnostic marker which was then reported to the pt's physician. There was no serious harm to the pt as a result of this false negative result for helicobacter pylori being rotted to the physician and the resultant delay in therapy. The initial reporter has evaluated whether there were any other erroneous results reported out of the laboratory during the timeframe when the benchmark xt serial number (B)(4) was potentially staining tissue slides inconsistently. As of the date of this report the initial reporter has indicated that there were no other erroneous results resulting from this equipment issue reported out of their laboratory.